Manufacturer narrative:
A4-a6:unknown. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -6.5/2.0/104 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively exchanged for a longer length lens due to excessive vault. Reportedly, "issue resolved."

Manufacturer narrative:
B5: lens was exchanged for a longer length lens due to low vault. Reportedly, "patient have no complaint." Calim# (B)(4).